Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant, that the right ventricular (rv) lead dislodged and had "pulled out because of muscle on the tip of the lead". The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.